Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would get unexplained error messages. The blood glucose levels was unknown. The customer reported buttons are harder to press and partial display due to a crack on the screen. No troubleshooting was provided. The insulin pump will not return for analysis.